Manufacturer narrative:
Asku

Event description:
It was reported the patient complained of diaphragmatic stimulation during a recent follow-up. All testing was within normal limits. Further testing revealed that the stimulation was present when the voltage was programmed higher than 3 volts. The lead was reprogrammed and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku